Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty treatment procedure, inaccurate pressure readings occurred. The 100% stenosed target lesion was located in the moderately torturous and non-calcified right superficial femoral artery. The encore 26 single inflation device was used for inflation. A 2.0x20x1550 non-bsc balloon was advanced to the lesion and two inflations were performed at 6atms for 18 seconds. This balloon was then exchanged for a 4.0x80x1550 non-bsc balloon and five inflations were performed at 15atms for 18 seconds. To continue the procedure, a 6.0x80x1550 non-bsc balloon was used to perform three inflations at 6atms for 60 to 90 seconds. During the use of the third balloon it was noted that the needle of the pressure gauge of the inflation device would not return to 0atms during deflation. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as there was no patient contact. (B)(4).